Event description:
The customer stated, she was hospitalized for high blood glucose, mild ketones, nausea and vomiting. The reported blood glucose reading was 432 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available for the high pressure test. The customer did state, he received a no delivery while he was in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.